Event description:
Failure analysis deemed this event to be reportable.

Manufacturer narrative:
H.3 - evaluation summary: upon receipt, no communication could be established with the device. Analysis indicated that the output circuitry was damaged and the transistors shorted when they were measured. While analysis revealed damage to the output module, there was no archived data available to help determine the status of the device before explant.